Event description:
Customer reported receiving erratic readings on her medisense optium blood glucose meter. Customer reported receiving readings of 450 mg/dl and 110 mg/dl with 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The device has been returned and an investigation has determined the complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.